Manufacturer narrative:
On january 10, 2025, mentor received additional information indicating that the patient's unspecified implant has leaked again and it has happened four time in a row.

Manufacturer narrative:
On january 28, 2025, mentor received additional information indicating that the patient was confirmed to have bilateral breast implant deflations and has been scheduled for breast implant removal surgery on (B)(6) 2025. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: implant site calcification, material rupture.

Manufacturer narrative:
On may 23, 2025, mentor received additional information which indicated that during the explantation surgery, it was discovered that only the left breast implant ruptured. The right breast implant was intact. Additionally, the patient was also diagnosed with bilateral breast capsular contractures (baker grade unspecified) and underwent bilateral removal and replacement with two mentor saline implants. The suspect medical devices were discarded. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent breast augmentation revision with two mentor smooth round moderate profile saline breast prostheses. Post-operatively, the patient was diagnosed, via CT and MRI, with bilateral breast calcifications. The right breast is really harden and worst. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the left breast prosthesis.